Event description:
It was reported on (B)(6) 2018 that a vns patient was seen in the ER recently and was referred to a surgeon for a possible battery replacement. Follow-up from the company representative who attended the patient¿s clinic visit on (B)(6) 2018 provided that the patient had gone to the ER due to pain at the generator site. It was believed there is a possible infection at the generator site, but there were no physical signs. Blood levels were being obtained. Review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Manufacturer narrative:
Suspect device, corrected data: the suspect device was inadvertently not provided to be the lead on follow-up report #1. Implant date, corrected data: the implant date of the device was inadvertently not provided in follow-up report #1. Device manufacture date, corrected data: the manufacture date of the device was inadvertently not provided in follow-up report#1.

Event description:
Information was later received that the patient had gone into the hospital for pain at the generator site. All diagnostics were repeatedly ok, with no high impedance and the battery was not low. The patient went into surgery and the surgeon found the lead was fractured and was filled with fluid, but had good impedance. It was also reported that the patient had never had an infection as an aspiration in the suspected infection area found no infection. The generator was replaced prophylactically. The lead was not explanted. The explanted generator has not been received by the manufacturer to-date.